Event description:
The clinician reports that the day the implant was placed in ada 19, failure occurred upon insertion. Implant surface not completely covered with bone. The device was forwarded to the manufacturer. At the event the patient experienced: infection, pain and increased sensitivity. No further patient complications were reported.